Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced bleeding from all sites and bilateral hematomas. There was a loss of three units of blood. Actions taken to resolve are unknown. Additional information noted that care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.